Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an irritation. The patient's physician prescribed fluticasone propionate ointment. The patient's physician also ended use of the lifevest due to an improved ejection fraction. Follow up indicated that the irritation improved since ending use.